Manufacturer narrative:
Other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was still urinating a lot since replacement surgery on (B)(6) 2016. The patient had increased stimulation once from 1.9v to 2.0v. The patient recently had their implantable neurostimulator (ins) replaced and had emi environmental exposure. The patient had a problem with their stimulation. The patient hit the blue or gray button and it went back to the main screen. The patient was wondering if it was broken. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.